Manufacturer narrative:
Investigation: one sample was received. It came in the sealed packaging blister. Visual inspection under the microscope -30x- was performed, no damage, deformation or any other defect was observed. Root cause could not be verified therefore failure mode was undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle integra 25x5/8 rb tw experienced leakage prior to use. The following information was provided by the initial reporter: material no.: 305310 batch no.: 7263635. Per email pir: syringe is leaking fluid when correct needle is placed on.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle integra 25x5/8 rb tw experienced leakage prior to use. The following information was provided by the initial reporter: material no.: 305310, batch no.: 7263635. Per email pir: syringe is leaking fluid when correct needle is placed on.